Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had black screen, machine wouldn't connect; had been updating, and an error had occurred as "something didn't go as planned, going back to your previous version, please keep your device on". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the windows update was corrupted. A field service engineer reimaged the station to resolved and verified functionality and tested functionality. The system functioned as intended after the field service engineer troubleshot the device.